Event description:
It was reported that this pacemaker exhibited noise in both right atrial (ra) and right ventricular (rv) channels that was oversensed and resulted in pacing inhibition greater than 2 seconds. This patient is dependent. Boston scientific technical services recommended reprogramming options. No additional adverse patient effects were reported. This device remains in service.